Event description:
As reported: "the tip of 2.5mm long drill bit was broken during use and remained inside the patients pelvic bone and was unable to be retrieved. For the best interest of the patient 3 consultant surgeons decided to finish the procedure, close it and arrange urgent CT scan post op to make sure of the location of the drill tip is not within the patients hip joint. This will be to avoid a potentially unnecessary additional incision from a different approach to the patient. The broken drill bit had unfortunately been discarded, and cannot be used for investigations. Patient brought back to theatre on the (B)(6) 2022 for another planned procedure. Before the planned procedure the patient had a further operation to remove the broken drill bit. The drill bit's are resuable. The team last reordered and presumably replaced both drill bits on the set in approximately (B)(6) 2022 when the order arrived. It's difficult to see how many times this particular drill bit was used between (B)(6) 2022 and (B)(6) 2022 as this tray can be used without the need for a drill bit. It is extremely difficult to pinpoint whether the reason for breakage was due to the drill bit itself or the angle/use of the drill."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device was discarded.